Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. Device had a faulty heater. Replaced heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device not cooling the patient, alert 113 (reduced water temperature control) showing. Water temperature 30 degrees, patient shivering and generating heat but device not responding by lowering the water temperature. Unable to continue therapy with the device, device removed from the patient and alternative method of cooling used. Per sample evaluation results received via task on 21aug2024, it was reported that faulty heater, faulty circulation pump, damaged fill tube and faulty pressure transducer.